Event description:
Probable insulation breach of rv lead. Rv lead couldn't be removed due to tingly fibro-calcific binding with ra lead. Rv lead abandoned in patient. Patient experienced bcv perforation and apparent axv occlusion. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).